Event description:
Pt has implanted vagus nerve stimulator. The device was caught in the clamp of a mammography machine, resulting in pain. Concern is over possible destruction of the device, spilling of battery contents into chest wall, exposure to heavy metals in the electronics components, etc. Clamp was removed and repositioned. Today vns appears to be functioning properly -interrogated; reprogrammed; normal mode diagnostic ok; system diagnostic ok; dc-dc 3-.